Event description:
The report stated that the generator had both the monopolar and bipolar hooked up. However, when they activated bipolar, both the bipolar and monopolar activated. A drape was burned, but there was no patient injury. A clinical engineer at the hospital reported he reproduced the effect intermittently in the lab with an analyzer hooked up to monopolar and bipolar, with a bipolar foot switch hooked up to the generator.

Manufacturer narrative:
Date of initial report: 11/14/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.